Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device by omsc confirmed that there were scratches in the biopsy channel. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, because the subject device is under the investigation. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the channel of the subject device tested positive for fungus. The user facility conducted a surveillance culturing for the subject device again and the testing indicated no microbial growth for the subject device. The user facility also informed that three other devices tested positive for sphingobium sp. And moraxella in the same test day. Omsc asked the user facility about the manufacturer and the model number of the three devices, but the user facility provided no information about them. The facility reprocessed the subject device with an endoscope reprocessor, olympus oer-3. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".